Event description:
It was reported that cashmere 14 platinum microcoil 3 mm x 4 cm (src14030420/ g11700) didn't detach, and the microcoil system was not tested for proper function with the detachment control box before usage. The product was replaced with a src140404 microcoil and completed procedure successfully. No patient harm was reported and the product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but has not been received for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that cashmere 14 platinum microcoil 3 mm x 4 cm (src14030420/ g11700) didn't detach, and the microcoil system was not tested for proper function with the detachment control box before usage. The product was replaced with a src140404 microcoil and completed procedure successfully. No patient harm was reported and the product will be retuned for analysis. Additional information indicated that after the coiling procedure everything was fine, but 14 days after, the patient died of a stroke. The detachment button was pressed three times, and no problems were observed with the dcb or cable ((B)(4) enpower and control box (B)(4) cable). After the event, the same dcb and cable were used for all other coils. There was no stretching or unintended detachment that occurred during the process of withdrawal, and after the event, the coil, delivery system or introducer were not damaged (unraveled, stretched, kink, bend, fracture, etc). The coil remained attached to the delivery system. The target site was the acom artery with a berry shaped aneurysm measuring 7mmx4mm. No further information was available. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils non-detachment was due to a fracture at the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. It was stated that a pre-deployment electrical test was not preformed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during treatment of a ruptured anterior communicating (acom) artery aneurysm the cashmere 14 platinum microcoil 3 mm x 4 cm (src14030420/ g11700) didn't detach. The device was removed in its entirety from the patient. The microcoil system was not tested for proper function with the detachment control box before use. The detachment button was pressed three times in attempt to detach the coil. No problems were observed with the detachment control box (dcb) or cable ((B)(4) enpower and control box (B)(4) cable). After the event, the same dcb and cable were used for all other coils. A cashmere 14 platinum microcoil 3 mm x 4 cm (src140404/lot unk) was use to complete the procedure successfully. There was no stretching or unintended detachment that occurred during the process of withdrawal, and after the event, the coil, delivery system and introducer were not damaged (unraveled, stretched, kink, bend, fracture, etc). The coil remained attached to the delivery system. The target site was the acom artery with a berry shaped aneurysm measuring 7mmx4mm. No further information is available regarding this event. With follow-up investigation it was noted that 14 days after the procedure, while the patient remained hospitalized, the patient died of a stroke. As reported the stroke and death were not related to the coils or the procedure. In the 7 day course following the procedure the patient had multiple strokes in both hemisphere ventricles due to vascular spasm related to the pre-procedure subarachnoid bleed from the baseline ruptured aneurysm. There was no injury or adverse event associated with the failure of the coil to detach or any other procedural devices. Products used during the procedure deltapaq platinum 2.5mmx4cm (dfs10025420), deltapaq platinum 3mmx4cm (dfs10030420), deltapaq platinum 3mmx6cm (dfs10030620), courier microcatheter.017 45 (mps17004500), cashmere 14 platinum 3mmx4cm (src14030420), cashmere 14 platinum 5mmx7cm (rc14050720), connecting cable (ccb00015700), and deltapaq platinum 2mmx3cm (dfs10020320). The cashmere 14 platinum microcoil 3 mm x 4 cm was returned for analysis. With functional testing the device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils non-detachment was due to a fracture at the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. It was stated that a pre-deployment electrical test was not preformed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. It then instructs that the user refers to the detachment control box instructions for use section of the IFU. Without the return of the complete detachment system used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event; however, as reported, the dcb and connecting cable used with this device were successfully used with subsequent coil systems. The circumstances and timing of the damage noted on the returned device which may have contributed to the reported failure to detach cannot be determined. However, procedural factors including not performing the pre-deployment test as outlined in the instructions for use and/or device manipulation may have contributed. All devices undergo multiple electrical checks before reaching the final packaging. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that cashmere 14 platinum microcoil 3 mm x 4 cm (src14030420/ g11700) didn't detach, and after the coiling procedure everything was fine. However, 14 days after the procedure, while the patient remained hospitalized, died of a stroke. The event was not related to the coils, since the patient had multiple strokes in both hemisphere ventricles due to vascular spasm following the sab in the course of 7 days after the procedure. No angiograms were taking during the stroke. After the cashemere device was not implanted, a cashmere 14 platinum microcoil 3 mm x 4 cm (src140404/lot unk) was use to complete the procedure successfully. No other device was implanted in the patient. The microcoil system was not tested for proper function with the detachment control box before use, and the detachment button was pressed three times, and no problems were observed with the dcb or cable (dcb00000500 enpower and control box ccb00015700 cable). After the event, the same dcb and cable were used for all other coils. There was no stretching or unintended detachment that occurred during the process of withdrawal, and after the event, the coil, delivery system or introducer were not damaged (unraveled, stretched, kink, bend, fracture, etc). The coil remained attached to the delivery system. The target site was the acom artery with a berry shaped aneurysm measuring 7mmx4mm. No further information was available. The patient's medical history consisted of arterial hypertension and no hypercoagulation was reported. No patient harm was reported during the procedure and the product will be retuned for analysis. Additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 2954740-2012-00649 and 2954740-2012-00699.